Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2: reference manufacturer report: 1627487-2017-08361. It was reported the patient had ineffective pain relief. The doctor did x rays which confirmed one of the leads had slid down. Surgical intervention was taken to move the lead back up. During the surgery the leads were tested and were found to have high impedance. The doctor replaced the leads. Reportedly the patient had effective therapy achieved post-op.